Manufacturer narrative:
An infection was observed. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not lead related.

Event description:
Ous MDR - boston scientific received information that the patient implanted with this pacemaker and lead system presented with a hematoma at the implant site. Then signs of infection in the pacemaker pocket were observed. The system was explanted, the patient was treated with antibiotics, and a new implant was planned for a later date. No additional adverse patient effects were reported. The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.